Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was in the hospital due to a hernia and that the blood glucose ran high due to an infection during that time. The blood glucose reading was 300 mg/dl. The customer also reported that the blood glucose ran as low as 32 mg/dl and treated with sugar. This did not occur while in the hospital. The blood glucose reading at the time of the call was 71 mg/dl and the customer was advised by emergency medical services to treat with food. She declined further troubleshooting. The insulin pump was not replaced or returned for analysis.